Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. Customer stated that the insulin was "squirting out" during the manual prime process. Customer also stated the rewind message occurred after an alarm and he was stuck in rewind completed. Customer stated the drive support cap appears normal. Customer stated the cause of the alarm was during seating the force sensor did not detect the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.